Manufacturer narrative:
The history log for the device showed the pad-pak was first installed successfully in november 2009 and performed to specification up to the 8th march 2012. The device failed a self-test due to a low battery between march 2012 and november 2014. Multiple manual power ups of 10 minutes duration were recorded between (B)(6) 2013 and (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a membrane failure. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was observed over the pogo-pins and would have contributed to the low battery fails recorded. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.